Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was unknown. Customer reported that the last several month every time she change battery it reset the pump unexpected restart alarm and shows nothing in the insulin. Advise to remove the current battery from the insulin pump and insert a new battery (per IFU guidelines). Customer reported that insulin pump alarmed unexpected restart. Advise that the insulin pump will need to be replaced. Advise to monitor the insulin pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.